Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the connection tube detached from the butterfly needle after insertion resulting in abnormal blood leakage during sampling. No adverse impact was reported regarding the patient or user.